Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m5207p. Additional information requested and received: the trocars used were ¿ wolf 8924.014 , diameter 12,5mm¿. This trocars had already been used during similar intervention. The analysis found that one ec60a device was returned with the shaft tube disassembled from the anvil and channel at articulation joint area. An ecr60b cartridge was received loaded on the device fully fired and in good visual conditions. Furthermore a disassembled trocar from the competency was received along with the device. During the visual inspection damage was noted on the joint cover, articulation connector and the articulation link. No further functional testing could be performed due to the condition of the device. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. No conclusion could be reached as to what may have caused the trocar to become stuck with the device, however one possible scenario would be that the trocar was forced through the trocar in the articulated position causing damage to the device making it difficult to extract through the trocar.

Event description:
It was reported that during an appendectomy (laparoscopic treatment of appendicular phlegmon), procedure, the device (11 mm of diameter) stayed jammed into the reusable trocar (12 mm of diameter). It was impossible to unblock the two devices despite several attempts. The trocar and the stapler had to be broken. Unknown how case was completed. There were no adverse consequences for the patient.